Event description:
A physician reported that a pt, who was initially treated by another physician, presented with swelling and nodules at the injection site after treatment with juvederm under the eyes. The physician did not have the pt info available, and did not have the name of the initial physician who treated the pt. The initial physician treated the pt under the eyes with several injections of hyaluronidase. The reporting physician noted that the symptoms have not completely resolved. Although there is improvement. Allergan's approach to compliance is to resolve all doubt in favor of reporting. Note that the treating physician is not a customer of allergan and attempts to acquire physician address and info about the event have not yet been successful.